Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Several error 45 were found during the device log review which confirms the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. Although the device could power on, no test could be performed due to the reported technical error. The issue was reproduced and as per technical manual, the display board was replaced and sent to brézins for further investigation. Error 45 is triggered if the voltage conversion of the lcd screen does not match the specified values or if the fault condition is present for more than 10 sec. The defective part was mounted on a test bench and several tests were carried out in order to check the lcd voltage screen. It was found to be within standard. Contrast adjustment was perfomred in order to check if any drifting over few hours but was found stable with no triggering of technical error. The reported event could not be reproduced and the display board was found functional. It seems that the reported issue was due to an incorrect lcd contrast adjustment that needs to be matched the cpu's. To our knowledge this complaint is not being related to patient safety. This complaint is due to a use error. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Error 45 (lcd).